Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this annuloplasty band in the mitral position, the physician determined that the valve repair was not successful. The band was explanted the same day and replaced with a medtronic bioprosthetic valve. There were no reported adverse patient effects.

Manufacturer narrative:
Conclusion: a valve repair attempt using a repair device may have an inadequate result due to several causes, such as suboptimal anatomy, surgical technique or inappropriate sizing, without a malfunction of the device. In this case, the band was fully sutured in place prior to explant. In the physician's opinion, there was no malfunction of the band, nor did the band cause or contribute to any adverse patient effect.